Manufacturer narrative:
Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A repair proposal for replacing the defective part was provided to the customer and not accepted. No further information is available.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported a failure to switch to battery when the ac power was lost during use. There was no report of patient injury.